Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for two unknown screws. Part and lot numbers were not provided. The reported devices broke upon removal and the screw shafts remain in the patient, therefore, these devices are not considered to have been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision/explant surgery the olecranon plate and screws were cold-welded together. During the removal process two locking screws and two unknown screws broke off. The heads of the screws were removed; however, screw shafts remained in the patient. All other parts were removed intact. There was an approximately 30 minute delay due to the screw breakage and removal. Patient was fine and surgery was completed successfully. It is unknown whether there are plans to retrieve the screw shafts. The reason for the revision is unknown. The date of original implant date of the olecranon plate and screws was (B)(6) 2012. This report is for two unknown screws. This report is 3 of 3 for (B)(4).